Event description:
Procedure: chemosite insertion. According to the reporter: it is reported that the sheath covering the vessel dilating part broke and opened on the top. This caused the pt's veins to be traumatized. Clinical samples were not retained. No particular procedure were necessary for the reported trauma. No blood loss was reported. This occurred during insertion of cannula and the subsequent dilation. The sheath reportedly broke at the distal end, close to the tip of the dilating part. The break is described is described as the uplifting of the cover from the dilator surface, with the subsequent rubbing against the internal vessel surface.

Manufacturer narrative:
There is no active 510k number for this device. However, it is similar to other devices sold in the u.s.